Event description:
The event is reported as: the customer alleges that initially the light worked when tested. The blade was closed while attached to the handle and when the blade was re-opened on the handle it did not light. After a third attempt, the light did work.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.